Manufacturer narrative:
Section h6 field has been corrected: 2119 urinary retention was inadvertently added as patient code. There was no consequences or impact to the patient involved. Section h10: the lot number was provided and the device history record (DHR) was reviewed indicating that the product was released accomplishing all quality standards. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. A sample was received for the evaluation. The training records for the manufacturing associates involved in the event indicate they were up to date with all training pertinent to the manufacture of this product. Also there was no indication of maintenance documented in the maintenance log for the dates of production for this affected lot. As part of continuous improvements, a corrective action has been opened. The CAPA is currently in the investigation stage. This lot falls within the scope of the CAPA. A quality alert was issued to address containment notification to the operators in the vistec room. There was a quality stand down with the operators, and heightened quality inspection has also been implemented with an emphasis on miscounts. Brainstorming activities took place with area supervisor, quality engineer, area mechanic, and manufacturing associate. Gemba activities took place to walk through process flow and identify areas where the issue could have occurred.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported the pack was supposed to have 10 sponges, but only had 9.